Event description:
Review of the medical records received for the peritoneal dialysis (pd) patient revealed the patient had a hiatal hernia. The patient's pd nurse stated the clinic was aware of the patient's hiatal hernia and stated it was unknown when the hiatal hernia first occurred. Per pdrn the hiatal hernia was unrelated to the patient's peritoneal dialysis therapy and was never surgically repaired. No medical intervention or additional treatment was required as a result of the reported hernia. This reporting nurse was unable to provide any additional information and did not have any additional medical records available pertaining to the hiatal hernia event.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. No medical records were available pertaining to the reported hiatal hernia. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.